Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed oxygen flow accuracy testing. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 15jan2019. Additional information: the customer replaced the flow sensor and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.